Event description:
During pt use, 'high rr', and 'high base pressure' alarms occurred. The ventilator then stopped ventilating along with 'circuit occlusion' alarm. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this event.

Manufacturer narrative:
Though requested, no add'l pt info was provided.